Manufacturer narrative:
(B)(4).

Event description:
It was reported that "high baseline and system error 3. This pump had no patient involvement, bio-med replaced pump assy". No patient involvement reported.